Event description:
It was reported that the venous blood line separated during treatment resulting in cardiac arrest. Pt survived. This occurred two hours into the treatment on a f2008h dialysis machine. The blood lines were not taped. The catheter was removed and discarded.